Manufacturer narrative:
(B)(4). Result: the penumbra aspiration pump (pump) power inlet port was damaged, and the regulator knob was loose. Despite the loose regulator knob, it was still functional and capable of adjusting the vacuum pressure. Conclusion: the complaint has been evaluated. The initial complaint indicated that even though the vacuum gauge indicated -29inhg, no aspiration could be felt coming from the inline canister. The penumbra representative reassembled the canister, and was able to remedy the failure mentioned in the complaint. Evaluation of the returned pump confirmed that the pump was functional. The tubing and the canister mentioned in the complaint were not returned for evaluation. Further evaluation revealed that the pump's power inlet port was damaged, and the regulator knob was loose. This damage likely occurred during return transit to penumbra. If proper padding is not used during shipment of the pump, it is likely that this type of damage will occur. These devices are 100% visually and functionally inspected during incoming quality control. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system max aspiration tubing, penumbra system non-sterile pump max supplies canister, and penumbra system aspiration pump max 110. The physician attempted to aspirate by turning on the pump max, however, it would not aspirate. The gauge showed the pump max created a vacuum of -29 inhg. The physician held their finger over the opening in the pump max supplies canister and found that no vacuum was being generated. The procedure successfully continued using new penumbra system max aspiration tubing, penumbra system non-sterile pump max supplies canister, and penumbra system aspiration pump max 110. After the procedure, the canister in the pump max supplies canister supplies was disassembled and reassembled and the pump max performed as intended.

Manufacturer narrative:
(B)(4): there is no visible damage to the exterior of the pump. The complaint has been evaluated. The complaint indicated that the pump showed (-28 in.hg) vacuum pressure, but there was no aspiration coming from the distal tip of the 5max ace reperfusion catheter. The trouble shooting showed that the pump was registering negative (-29 in.hg) by just covering the vacuum inlet on the pump with a finger. The staff grabbed a backup pump, new canister, and tubing to complete the case without an issue. Later in the day trouble shooting was done, and the canister did the same thing. The canister lid was opened and reassembled, and it started working correctly. Evaluation of the returned device revealed that the pump product vacuum pressure. The pump was powered on and ran for 30 minutes with a maximum vacuum pressure of (-26in.hg) and no issues were observed. The pump was functional. The canister and the aspiration tubing mentioned in the complaint were not returned for evaluation. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00377 and 00378.